Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy and subsequently passed away. The peritonitis was manifested by abdominal pain. The cause of the peritonitis event was unknown. The patient was hospitalized for the event and treated with vancomycin (dose, route, and frequency not reported). Dianeal therapy was discontinued and the patient was placed on hemodialysis. The patient was eventually placed on hospice care and passed away due to an unknown cause. It was unknown if the patient had recovered from peritonitis prior to death. It was not reported if an autopsy was performed. No additional information is available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The patient was prescribed two product codes for a minicap transfer set. The product code and lot number of the product used by the patient is unknown; however, the two product codes share a common brand name and 510k number which have been provided. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).